Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an upgrade device procedure, the leads were implanted and connected to the new device. Then, the left ventricular (lv) pacing impedance was low and out of range. The device was reprogrammed and the issue resolved. The patient was stable.